Manufacturer narrative:
Additional information: d1, d4.

Manufacturer narrative:
H3, h6: the device, used in treatment, has not been returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the event reported or determine a root cause on this occasion. As with all adhesive products, irritation may be caused to those with sensitive or fragile skin. A clinical/medical assessment concluded: the information provided is insufficient to determine whether the patient¿s symptoms are due to a pre-existing or concurrent medical condition (allergy history, skin/dermal sensitivities). Based on the information provided, the patient¿s eyes had swollen, and the dressing site was itching. However, it was further communicated, the iv3000 dressings were removed off the patient's list. Per report, the patient is now ok with an alternative dressing. Therefore, no further clinical/medical assessment is warranted at this time. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain details relating to harm. The complaint history review found further instances of the reported events. However, this investigation is now complete with no further action deemed necessary at this stage. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the patient had an allergic reaction to the IV 3000 dressings. His eyes had swollen and his dressing site was itching. The iv3000 dressings were removed off the list. The patient is now ok with an alternative dressing.